Manufacturer narrative:
Report inconclusive. The device was not returned for eval. A search of the complaint database revealed that there have been no reports of tool breakage for this device over the past three years. A review of the mfg records did not indicate any mfg deviations. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."

Event description:
Report (B)(4) was identified during a search of the maude database indicating that "during a total hip revision, the tip of the midas broke off. The piece (broken) was retrieved and an intra-op xray was taken -no retained foreign body- fortunately, no pt injury." It was reported that there was no pt impact. No additional info was available on follow-up.